Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported. The account reported that the patient underwent a heart transplant on (B)(6) 2017. There were reportedly no device related issues and the pump operated as intended. The pump was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas IFU, rev. C, is currently available. The IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported on that the patient had not been up-listed on the transplant list due to a device related issue and that the device had operated as expected. The device was not returned for evaluation.

Event description:
It was reported through the patient outcome that the patient status was unknown. It was additionally reported on (B)(6) 2021 that the patient had been transplanted on (B)(6) 2017.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.